Event description:
The customer reported the system would display a housing overheated error message after a few seconds of use. The system would stop working. The customer rebooted the system in order to regain system functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The temperature sensor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.